Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was an issue with the insulin pump. When the customer bolused with the insulin pump the customer went to blood sugars of 500 mg/dl. The bolused stopped. This isn't the first occurence. The customer's current blood sugar is 527 mg/dl. Troubleshooting was performed and nothing was found. The insulin pump will return.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. All bolus programmed during testing were properly delivered and recorded at the pump history screens. No unexpected bolus delivery or bolus history anomalies were noted. Unit received with minor scratched display window and case. The bolus wizard feature functioning properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.